Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 32056 error was confirmed and replicated. In logs, the 32056 error was found node acm indicating i2c fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it was disable due to temperature out of range on acm. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed for usm fault check with error 32056 on acm. During testing, the acm was aba tested and was verified to be the source of the fault.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report non-recoverable fault 32056 on axis controller manipulator (acm) of universal surgical manipulator (usm)4. Tse advised customer to perform hard power cycle of patient side cart (psc). The same issue persists even after hard power cycle of the psc. Tse reviewed logs via onsite and it was confirmed that non-recoverable fault 32056 pointed to acm of usm 4. Customer disabled usm4 to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed on the patient prior to issue being identified. System functionality was checked upon powering on the system and an error 32056 occurred on startup.